Manufacturer narrative:
The returned device was evaluated and the pod was received not deployed. The download data from the pod showed that an 0x10 alarm had been generated by the pod at the end of the first priming sequence, indicating that a reset occurred due to sawcop expiration. This alarm prevented the pod from completing activation and deploying as intended. Inspection of the pod found no damages or manufacturing deficiencies that would result in a hazard alarm. The exact cause of the 0x10 alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
A patient reports while activating a pod the cannula failed to deploy. The pod was not worn.